Event description:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a lasso® 2515 nav eco variable catheter and the physician experienced visualization device issues. The lasso catheter's loop would not display on the carto 3 mapping system. The catheter and back patches were replaced and the issue was resolved. There was no patient consequence and this visualization issue was a non-reportable event. However, this event is being reported because the bwi failure analysis lab received the device for evaluation on 6/29/14 and discovered that one of the rings on the lasso catheter was lifted. This finding is reportable because device malfunction of this type could potentially contribute to serious injury. The bwi failure analysis lab has begun analysis on this device, but is not completed at this time.

Manufacturer narrative:
When the investigational analysis has been completed, a supplemental 3500a report will be submitted. Concomitant products: unk. (B)(4).

Manufacturer narrative:
(B)(4). The lot # 15962725 belongs to lot # 15962645l it was reported that a patient underwent an atrial fibrillation (afib) procedure with a lasso® 2515 nav eco variable catheter and the physician experienced visualization device issues. The bwi failure analysis lab received the complaint device for evaluation. Upon receipt, the catheter was visually inspected and it was found that ring 2 of the catheter was damaged, although the catheter¿s outer diameters were measured and were found within specifications. This condition was not originally reported in the complaint. It is unknown how the ring was damaged, all bwi catheters are inspected for visual damages before packaging. Additionally, per the reported event, the catheter was evaluated for eeprom, carto 3, 4 khz and calibration functionality. The catheter was recognized by carto 3 system, no error messages were displayed, and the catheter was properly visualized. Eeprom data demonstrates the catheter was properly calibrated during manufacturing. The reported customer complaint cannot be confirmed. However, for the ring damage issue, an internal corrective action has been opened to address this issue. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures..